Manufacturer narrative:
(B)(4). Method: (film evaluation). Results: inherent risk of procedure (stent graft migration); patient's condition affected effectiveness of device (type ii endoleak); (cause of migration is unknown). Conclusion: inherent risk of procedure (stent graft migration); device failure/lack of effectiveness related to patient condition (type ii endoleak); (cause of migration is unknown).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. Aneurysm and vessel morphology was requested. An endoleak at the index procedure was successfully treated with ballooning. It was reported the aneurysm had increased in size and that the device has migrated 1.5 cm. The patient also has evidence of a type ii endoleak which could be causing the sac to increase in size. The top of the suprarenal stent is sitting 7.5mm below the lowest left renal artery with the top of the graft fabric sitting 19mm below the left renal artery. The existing talent graft measures 34mm at the proximal diameter. The native aorta above the graft and below the lowest left renal measures 32.7mm. There is sufficient length (61mm) below the lowest left renal and the bifurcation of the talent graft to place an endurant proximal aortic cuff which has a length of 49mm. The cause of the migration is unknown. The patient will be treated with a proximal extension. No clinical sequelae were report ed and the patient is fine. A review of returned films 4-years post-implant show that the stent graft is 1 - 1.5cm below the lowest left renal, where the proximal stent graft od measures 34mm. There appears to be little stent graft diameter apposition at the proximal seal. The ipsilateral limb was placed into the left common iliac. No endoleak is seen in these films. The maximum aaa diameter is 8.6cm. The cause of the stent graft migration is unknown. It is possible that disease progression may have contributed; however earlier post-implant films were not returned, and the stent graft configuration and aneurysm morphology at implant is unknown. Films from the recent reported migration event were also not returned. The reported type ii endoleak may have contributed to the aaa expansion.

Event description:
A secondary intervention was performed and a proximal aortic cuff placed below the renals and overlapping the existing graft. No leak could be seen on the final angio. The cause of the event may be the type ii endoleak or the migration, it is unknown.